Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing leakage event on (B)(6) 2025. The leakage was at the t:lock. Infusion set was used for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.